Manufacturer narrative:
H6 codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32uls serial# implanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they still have a bit of pain on the right side where they have the wires. Patient stated that they had nothing but pain for the first week and a half. Patient said that they couldn't sit and they would get an electric shock if they sat down a certain way and get a shock up their body. Patient contacted their doctor and the doctor told them to turn off the unit and start fresh and redid it. Patient also mentioned that the first few days they had more leaks and everything. Patient mentioned that they were having more pee problems than they had before, but now they were doing fabulous. Patient was not thrilled with how the procedure was done, especially since the nurse had just given them a pain medication and another extra shot of another pain medication when they came in the room before the manufacturing representative (rep) came in. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported pain at incision site. On 2025-may-09, additional information was received from the patient. The reason for call was patient said they have been having pain where they shouldn't be having pain. Patient said the pain was lower than where the incision was and it was bothering them. Patient was peeing way too much. Patient called the hcp and they told the patient to turn stim off for 3 days. On the 3rd day they called the patient and said to come into the office and the staff will help them reprogram it. The hcp started the patient on program 1 and the patient thought they felt stim but their butt has been so sore on the right side. Patient kept waiting to feel stim on the thigh somewhere. Patient had it set for 0.6 and was still having leaks once in awhile which they figured was probably normal. Today the patient had a massive bowel leak, patient had drank 2 cups of coffee. Patient has had a few leaks here and there but nothing overwhelming. Patient turned stim off and the pain didn't go away. When patient sits they can't recline in their recliner or sit on a chair and have to stand. When the patient leans back they get a sharp pain that goes from dull to sharp. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient sees the hcp on the 14th.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32uls, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was pt said interstim has been working even though they had accidents several times, one was just a few weeks ago. Pt said, they have not used their control equipment to make any adjustments since their doctor adjusted it because since then, they've had very good symptom improvement results. Pt asked if they should be making adjustments. Reviewed information and redirected to their doctor. During the call pt reported information already reported: painful stim too high by the rep at implant due to IV drugs, that was resolved by the hcp and reviewed interstim therapy information, stimulation sensation information. Offered and sent email with quick guide and MRI information. Redirected to their doctor. Redirect to doctor if issue persists.